Manufacturer narrative:
The pump has not been returned to animas. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ¿up arrow¿, ¿down arrow¿ and ¿ok¿ buttons are intermittently unresponsive and the symbols on the keypad are worn off. Reporter did not report damage to the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects including worn keypad symbols. In addition, a crack was observed on the battery compartment. On investigation, the ¿up¿ button responded intermittently while the ¿ok¿, ¿down¿ and contrast buttons responded properly. Upon removal of the keypad cover, contamination was found under all button contacts.